Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump seems to lag after button presses so customer had to press multiple times to respond. Customer stated that motor seems louder than before and received unexplained no delivery alarms. Customer also stated that clear retainer ring on reservoir was started to come off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.